Event description:
Patient representative reported " asymmetry, capsular contracture (baker grade unknown), rupture, fatigue, pain, swelling of both sides, seroma, cellulitis, and a hematoma...suffer from mental stress, anxiety, worry, humiliation, fear. Concern and other personal and financial hardship due to the continuous fear of developing bia-alcl. In addition, expanders were implanted >6 months. This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
The events of "capsular contracture, seroma, and cellulitis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma, and rupture.